Event description:
It was reported that pump display showed only backlight with no graphics, which affected customer ability to read screen and interact with pump. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use daily injections as backup, and technical support arranged shipment of replacement pump.

Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.